Event description:
During product service by a field service technician, a flogard infusion pump was found to have a damaged latch roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. During visual inspection the latch roller was found to be damaged. The cause of the condition was unknown. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.